Manufacturer narrative:
The sample returned to arrow did not match the description of the complaint. No abrasions or holes were found in the balloon. Co suspects that the sample returned was no the one in question.

Event description:
It was reported that during transport of the patient to another hospital, the balloon on the iab was found to have ruptured. The iab was removed and replaced without any complications.